Event description:
The patient presented into clinic with diaphragmatic stimulation as a result of the right ventricular (rv) lead. Diagnostic imaging was performed, but no abnormalities were revealed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.